Event description:
It was reported that the patient is deceased and died (B)(6) after the right atrial (ra) lead was replaced due to intermittent capture. Post-operatively swelling was reported and aspiration of a pocket hematoma was attempted. The pocket became infected and the patient was started on antibiotics. Blood cultures revealed (B)(6). (B)(6). The entire device system was explanted approximately one and one-half months post ra lead revision when a temporary pacing wire was placed and attached to an external pulse generator. The patient developed a right pneumothorax which was treated with a chest tube, however, the patient died. The patient's cause of death was listed as a stroke with subsequent cardiac arrest.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4)-the device was returned to the manufacturer and analyzed. No anomalies were found. Correction was made to (B)(4) to remove "recall" as it is not applicable to these products.